Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after injecting the intraocular lens (iol) into the eye, the surgeon noticed that the haptic was broken. The event occurred during iol implantation procedure. Additional information was requested, but no further information is available.